Manufacturer narrative:
(B)(4). Diabetes mellitus is known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver ceased to function, and adverse event was reported. The patient stated they were in a meeting at work at 7:00pm when their blood sugar bottomed out and they passed out. The patient stated they had to be revived by the paramedics and when they woke up the receiver stopped registering. He indicated that the paramedics measured his blood sugar to be 28 mg/dl at the time of event. Treatment provided is unknown. At the time of contact, the patient was recovered. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.